Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with approximately 150 units of insulin. It was unknown how much insulin was delivered during this time. The customer declined to reload the cartridge with tandem technical support. There was no impact to the customer's blood glucose level.